Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
There were blood splattering stains found around the sample probe rinse and dry port. The gear pump pressure was found to be low and pressure could not increase through adjustments, so the gear pump head was changed. Precision studies passed both before and after the gear pump head change. Precision slightly improved after the gear pump head change. Control passed. Correlation studies between both analyzers passed.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. The initial results were reported outside of the laboratory. The samples were repeated on a second analyzer and amended reports were issued. The first sample initially resulted in an hba1c value of 6.5 % and repeated as 7.5 %. The second sample initially resulted in an hba1c value of 7.4 % and repeated as 8.6 %. The third sample initially resulted in an hba1c value of 5.3 % and repeated as 6.2 %. The fourth sample initially resulted in an hba1c value of 7.4 % and repeated as 8.8 %. The fifth sample initially resulted in an hba1c value of 5.7 % and repeated as 6.7 %. The sixth sample initially resulted in an hba1c value of 6.4 % and repeated as 7.4 %. The hba1c reagent lot number was 625161. The reagent expiration date was requested, but not provided.